Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The flapper valve, foam filter, pressure relief valve assembly, bellows, diaphragm assembly, and bag/vent switch were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, manual ventilation was not functional. There was no reported patient injury.